Event description:
It was reported that during replacement of the neurostimulator (ins) for (end of service/complete/normal battery depletion after about 10 years), healthcare professional (hcp) decided to check the electrode¿s motor responses with a mini-hook cable, because the old ins could not be interrogated due to battery depletion. The lead has been disconnected from the old ins and the mini-hook cable has even attached to all four electrodes. No motor responses could be observed. X-ray has been performed, turning out that the lead is located as intended. A new ins was then connected to the lead and all impedances showed values >4000 ohms. Even after cleaning and re-inserting the lead, all impedances were >4000. No cause known. The lead was then replaced. The new lead had good motor responses on three of the four electrodes. The most distal electrode 0 did not show good motor responses with low amplitudes, which was a good result. Hcp decided to keep the lead as it was. Also noted was that the impedances for electrode 1 showed >4000 ohms. Even after disconnecting, cleaning, and re-inserting the lead, the impedances of contact 1 still showed values >3500 ohms. Hcp decided to keep this result. No cause known.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead product ID 978b128 lot# va36lg8 implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, ubd: unknown, product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.